Event description:
A patient who weighed 419 pounds was placed on the mizuho ois table. The manufacturer's specifications stated that it can hold up to 500 pounds. When the patient was transferred from the stretcher to the table, the table began to bow. As soon as this was noticed, the patient was removed from the or table and moved back to the stretcher. The patient's surgery was cancelled.